Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an emerge balloon catheter. The balloon was loosely folded with contrast in the balloon and lumen. There were numerous hypotube kinks. The balloon, markerbands, proximal bond and tip were microscopically examined. Functional testing was conducted using an inflation device to inflate the balloon to the rated burst pressure and revealed no balloon leak. Microscopic examination of the balloon presented no irregularities in the balloon material, markerband and proximal bond that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that balloon leak occurred. The 95% stenosed, 20x3mm target lesion was located in the severely tortuous and severely calcified left main artery. A 2.50mm x 20mm emerge¿ balloon catheter was advanced for dilatation. However, it was noticed that there was a balloon leakage. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon leak occurred. The 95% stenosed, 20x3mm target lesion was located in the severely tortuous and severely calcified left main artery. A 2.50mm x 20mm emerge¿ balloon catheter was advanced for dilatation. However, it was noticed that there was a balloon leakage. No patient complications were reported and the patient's status was stable.